Event description:
Patient complained of foot and leg pain. The patient was given a booster dose of lovenox. The first inr result was 1.9. A subsequent inr test result was 1.2 (after lot change of cuvette use for inr).======================manufacturer response for hemochron jr. Pt cuvette, hemochron jr. Pt cuvette (per site reporter).======================the manufacturer contacted the facility with voluntary recall of affected lots.